Event description:
It was reported that following an uneventful novasure endometrial ablation on (B)(6) 2013 the pt returned to the emergency room on (B)(6) 2013 with abdominal pain, fever (degrees unknown), and "high" white blood cell count (value unknown). She was admitted to the hospital. A scan (type unknown) was done and the physician reported "it came back fine." A culture returned positive for group b streptococcus and the pt was given antibiotics. She was discharged home on (B)(6) 2013.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).